Event description:
The customer reported to olympus, during diagnostic procedure, brightness issue was noted with washout when getting close to the mucosa with the evis exera ii xenon light source. The procedure was able to be completed with the same device successfully. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. During trouble shooting, the light control cable was reseated, the machine was power cycled, then the brightness setting was checked to make sure it was on auto, and it was noted that the setting was on manual. The customer was told to change it to auto brightness and then tested the unit and it was working as needed. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation the DHR was unable to be reviewed for this device since it was manufactured more than 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the root cause of the improper setting of the light source could not be identified. Olympus will continue to monitor field performance for this device.